Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the right breast. Post-operatively, the patient was diagnosed, via MRI, with right breast implant rupture. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On february 23, 2022, mentor became aware that on (B)(6) 2022, the patient also underwent bilateral capsulectomies, bilateral breast implant exchange with unspecified implants, and bilateral breast lift (mastopexy). It was assessed that per the bilateral mastopexy, the patient also experienced anisomastia on the left breast. This medwatch form is for the right breast prosthesis. Complication on the left breast will be reported under mrn: 1645337-2022-02497.